Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room. Upon review of the stored electromyography, it was noted that the implantable cardioverter defibrillator exhibited post paced t-wave oversensing. The patient did not receive therapy during the oversensing. No further information was reported.